Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: circular ablation circ loop (model# d-1322-14-si lot# 17188007la). Manufacturer's ref. No:(B)(4).

Event description:
During a clinical trial sponsored by bwi, it was reported that an (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a navistar thermocool catheter and suffered retroperitoneal bleeding requiring embolization. Less than 7 days post-procedure, the patient developed retroperitoneal bleeding of the iliac vessel. Treatment was an interventional radiology embolization of a bleeding iliac vessel. Patient required extended hospitalization of 1 additional day as a result of the adverse event. Issue resolved without sequelae. Principal investigator assessed this event as severe, serious, not device-related, and definitely index procedure-related.